Event description:
Caller reported a malfunction on pump, but no notable events occurred prior to issue. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support confirmed customer's contact details and replaced pump, while advising customer on backup therapy and providing instructions for returning problematic pump and utilizing updated software on new pump.